Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous.

Event description:
Descemet's detachment extending to the visual axis occurred during itrack advance surgery. Surgical team placed a bubble in to reduce the size of the detachment.